Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2026, product type: catheter p. Product ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 31-jan-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 09-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient¿s catheter was explanted.

Event description:
Additional information received from the company representative reported that they became aware on the date of revision (2026-03-02) and they were not aware of the date it was discovered that the catheter needed replacing. The patient had a loss of therapy and a catheter access port study had no flow. The cause was due to the catheter not being intact and it had severed in the pocket.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2026 product type catheter p roduct ID 8596sc serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reporting that the customer discarded the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.